Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced one day post implant due to high out of range pacing impedance greater than 3000 ohms at post-operative check. There were also observations of no capture at max outputs, however the patient had an intrinsic and did not have asystole. During the revision the lead was tested on the pacing system analyzer (psa) and the impedances remained high. It was noted that the lead looked good in the header. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted and replaced one day post implant due to high out of range pacing impedance greater than 3000 ohms at post-operative check. There were also observations of no capture at max outputs, however the patient had an intrinsic and did not have asystole. During the revision the lead was tested on the pacing system analyzer (psa) and the impedances remained high. It was noted that the lead looked good in the header. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the complete lead was returned. Visual inspection revealed cuts in the outer insulation that were likely induced at explant, and setscrew marks that were not in the correct location of the center of the terminal pin. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. An x-ray was performed with no anomalies to the conductors. A lead insertion test was performed where testing revealed normal forces to insert and withdraw the lead. Laboratory analysis determined that the high impedances one-day post implant were related to an under-inserted lead in the header, however did not identify any lead characteristics that would have caused or contributed to incorrect positioning. 3191 code was used to denote surgical intervention.